Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were hard to push, sticky, or sometimes unresponsive. The customer's blood glucose level was unknown at the time of the incident. The insulin pump rejected new battery. The customer heard unusual louder grinding noises. The customer reported other alarms other than low battery and low reservoir. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected grinding noise anomalies noted. No unexpected error message noted. (B)(4).